Event description:
We have had three separate instances of zoll defibrillator malfunctions. This is the 3rd of three zoll defibrillator malfunctions. This event occurred approximately four months ago with a zoll x series defibrillator. The unit was not recognizing the usb device flash drive so we could not transfer data from the device. This is the second time this has happened with this machine. The device was again returned to zoll and this time they replaced the cp board to correct the issue. The device is only a few months old.